Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including end stage renal disease (dialysis). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code).

Event description:
Through implant patient registry and investigation, it was learned a 25mm 7300tfx valve in the mitral position, was explanted after an implant duration of one (1) year and seven (7) months due to mac with severe stenosis and moderate regurgitation. The explanted device was replaced with a 27mm non-edwards valve. Per medical records, the patient has undergone multiple heart surgeries and was at a follow up when a tee revealed severe stenosis with a mean gradient of 13mmhg, and moderate regurgitation of the bioprosthetic mitral valve. The patient underwent a redo mvr with a 27mm non-edwards valve, redo avr with a 27mm non-edwards aortic valve, and a double patch bovine pericardial reconstruction of the aortomitral curtain. The 25mm 7300tfx valve was explanted, the annulus was meticulously debrided due to significant mac, and the 27mm non-edwards valve was then seated. A final post bypass tee indicated that biventricular function was well preserved. Both the aortic and mitral prostheses functioned properly, with no significant regurgitation detected. After decannulation, the patient experienced significant bleeding, necessitating multiple repair stitches and blood products. Chest tube output exceeded 800cc in 30 minutes. The chest was reopened, revealing no major bleeding sources, only minor ones. After good hemostasis was confirmed, the chest was then closed. The patient tolerated the procedure well and was transferred to the (B)(6) in stable but critical condition. The patient's hospitalization was extended due to complications but were discharged on pod #(B)(4). It was later learned the patient expired at an unknown time.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a2, b3, b4, b5, b7, d6b, g3, g6, h2, h6 (clinical code, device code, type of investigation). H11: corrected data: updated: e1 (contact).

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 7300tfx mitral valve, implanted in the mitral position, was explanted after an unknown implant duration due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.